Manufacturer narrative:
B4: (B)(6) 2021. Multiple attempts were made to obtain information regarding the device context of use with no response from the reporter it is unknown if the unit was in therapeutic use at the time but no patient harm nor injury were reported.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen will not pass calibration and is not responding. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
B4:29jul2021. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The rse advised the customer the recommended repair is to replace the touchscreen. The customer was provided with the v60 service manual version l via email. The customer advised to close the case and will call back if they have any additional questions. Multiple attempts have been made to obtain further information about this case, but no response was received from the customer. A supplemental report will be submitted if new information is obtained.